Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation unable to determine the conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the suture appeared to be frayed. Although this was noted, hemostasis was still achieved with the same suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.